Event description:
The facility reported a colleague infusion pump with a malfunction of an unspecified failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure was confirmed during product evaluation. However, the root cause of the reported problem was not identified. Therefore, no repairs have been made. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing.